Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient wasn¿t doing so good after implant surgery because her spinal fluid ¿got breached¿ so she was experiencing headaches and sickness. The consumer also reported that the patient had seen great success from the device. The consumer reported that the patient was implanted on (B)(6) 2019. Additional information was received from the patient on (B)(6) 2019. The patient reported that during the implant surgery the lead hit the sack that contained spinal fluid. The patient reported that she was told to rest for 1 week, lay flat and still. The patient reported that the following week the doctor performed the blood patch to repair the tear. The patient reported that the issues were resolved after the blood patch and 2 days of rest. No further complications were reported.